Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung irritation while using the device. Patient is also threatening legal action. Medical intervention was surgery and hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged lung irritation while using the device. Medical intervention was surgery and hospitalization. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on may 07, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of the end user experiencing that device is malfunctioning. His lungs are showing signs of irritation due to CPAP machine. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed missing air inlet filter. Potential corrosion in p4 dc power jack indicating possible water ingress. Loss of power alarm inoperative. Pil used a known good ui panel from and confirmed loss of power alarm did operate. Customer ui (user interface) panel possibly faulty. White, and black (dust like) contamination (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. White, and black (dust like) contamination (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) White dust-like contamination was on top and bottom of the blower motor and the blower motor seal. Tan specks (dust-like), contamination (inconsistent with degraded sound abatement foam) inside the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Black (dust-like) contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms.